Event description:
The customer reported that the system had a channel 1 failure and locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray regulator board and the lemo connectors were replaced during the service call. The reported issue is currently under investigation.